Event description:
The customer stated that he was connected during the manual prime and inadvertently delivered the entire reservoir of insulin into his body. Emergency medical services were called to treat the customer, but the customer declined to be treated or taken to the hospital. During the phone call, the paramedics were trying to convince the customer to receive treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.